Event description:
Information received from the article, yoon jw, siddiqui ah, dumont tm, et al. Feasibility and safety of pipeline embolization device in patients with ruptured carotid blister aneurysms. Neurosurgery. 2014: 75(4): 419-429. This case series reports the physician¿s initial experiences with the pipeline embolization device (ped) in the treatment of ruptured blister aneurysms. All the patients in the study presented with small ruptured wide necked and thin walled aneurysms arising at the non-branching sites in the distal ica (internal carotid artery). All the patients were given aspirin and clopidogrel prior to the procedure, but different antiplatelet therapy was added for patients that were plavix resistant. Eleven patients were treated with a total of twelve ruptured blister aneurysms underwent ped treatment. None of the patients suffered re-bleeding during the perioperative and follow-up periods and none of the patients required additional treatment at the site of aneurysmal rupture. Three major symptomatic perioperative complications occurred. There was one middle cerebral artery territory infarction, one ipsilateral vision loss, and one death. Two patients had perioperative complications with no clinical consequences. One was an asymptomatic ica dissection caused by the guiding catheter. The other patient had complete stent thrombosis and occlusion of the ica. These patients were asymptomatic immediately post procedure and at follow up visits (all for the exception of the one death). One patient was reported to have a perioperative complication of ica dissection caused by the guiding catheter. There was no clinical consequence. This patient was asymptomatic immediately post procedure and at follow up visits.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation. There is no information regarding the location of the device mentioned in the article and no way to obtain further information on it. The device is most likely discarded, lost, or kept by the facility and will not be returned for evaluation.(B)(4).